Event description:
It was reported that the customer had high blood glucose levels of 188 mg/dl. The mother of the customer reported a button error alarm from the insulin pump. The mother of the customer reported that the insulin pump might have been exposed to moisture as the customer had just wet the bed. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons, due to corroded keypad traces. No button error alarms noted. No trace of moisture were noted at electrotonic or motor assemblies per visual inspection. Insulin pump had a cracked case on display window corners and minor scratches on lcd window.